Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient felt stimulation down the back of their legs when they increased to 3.6v. The patient was advised to give it a couple of days to let the body adjust. It was noted that troubleshooting was not attempted. No further complications were reported.